Event description:
It was reported that the fluoro beeper continued beeping on the 9800 system after releasing the fluoro button. The customer shut down the system after 30 seconds and rebooted. The case continued without further incident. No pt injury was reported.